Manufacturer narrative:
A visual inspection of the device showed the distal tip has broken off. The proximal end of the device has sustained damage from impact. The material condition was tested and found to be within print specifications. The device was inspected dimensionally and found to be within specifications. A review of the complaint records confirmed this incident to be isolated in nature. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a shoulder arthroscopy using the awl-dilator twinfix ultra 5.5mm, the device broke as it was advanced. The device broke in the patient and the piece was removed with graspers. A backup was available for use. No patient injury or other complications were reported.